Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.investigation summary: one presto inflation device was returned for evaluation. A visual inspection was performed and no anomalies were noted to the device. The pressure gauge needle was at the zero position. The device was then filled with water without issue. The presto was then connected to an in house pressure gauge and then pressurized. The needle on the presto pressure gauge increased reading the pressure and matched the pressure reading on the in house pressure gauge. The presto was then depressurized and needle returned to the zero position. Therefore, the investigation is unconfirmed for the reported pressure gauge issue, as the device pressure gauge increased and read pressure without issue. The definitive root cause for the reported pressure gauge issue could not be determined based upon available information.labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.h10: d4 (expiry date: 06/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the indicator gauge allegedly failed to move after inflation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (06/2023).

Event description:
It was reported that during an angioplasty procedure, the indicator gauge allegedly failed to move after inflation. The procedure was completed using another device. There was no reported patient injury.